Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por). A critical ram parity error occurred in address of e0 on (B)(6) 2014. The por severity is low so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the device had a power on reset (por) and was pacing at vvi 65. The por was cleared and the pacing mode was reprogrammed. It was noted that the patient experienced shortness of breath around the time of the por; however, the physician indicated that the patient might be in atrial fibrillation (af) and ordered a stress test for the patient. The device remains in use. No pat ient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was explanted and replaced due to recommended replacement time (rrt).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 98.5% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.